Manufacturer narrative:
Failure mode is confirmed based on the sample provided by your facility. The sample has a hair inside the package. Production batch history records was reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode.the most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. An initiative under our current CAPA is to replace lab coats to prevent hair from coming into the controlled manufacturing environment. Anti-electrostatic coats started to be implemented on june 2021. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: a260815c; batch no.: 1041911. It was reported by the facility representative that a hair was found inside the packaging. Per complaint form: single hair noted inside of packaging, prior to opening. Still sealed inside. Another package obtained & used with 0 issues.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: a260815c. Batch no.: 1041911. It was reported by the facility representative that a hair was found inside the packaging. Per complaint form: single hair noted inside of packaging, prior to opening. Still sealed inside. Another package obtained & used with 0 issues.